Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as the lot information regarding the complaint device was not provided. Based on the available information, a cause for the reported atrial perforation could not be determined. The reported patient effect of atrial perforation is listed in the mitraclip system instructions for use and is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(UDI#): in the absence of a reported part number, the UDI cannot be calculated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature article title ¿iatrogenic atrial septal defect after percutaneous mitral valve repair with mitraclip:should we consider closing them routinely."

Event description:
This is filed to report atrial perforation. It was reported through a research article that a mitraclip procedure was performed to treat mitral regurgitation (mr). Two clips were successfully implanted; however, after the devices were removed, a right to left shunt was noticed. To treat the atrial septal defect (asd) a 12mm closure device was implanted. Details are listed in the article, titled ¿iatrogenic atrial septal defect after percutaneous mitral valve repair with mitraclip: should we consider closing them routinely?" No additional information was provided.